Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, "the IV extension tubing broke at the hub between the IV catheter and the infusion ports. Patient was receiving heparin so there was a scant about of blood loss from the disconnect thankfully it was caught fast enough by rn. Bodily or psychological injury resulting in minimal symptoms, loss of function, injury limited to additional treatment, monitoring, and/or increased length of stay." Additional information received: completely broken into 2 pieces.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that, "the IV extension tubing broke at the hub between the IV catheter and the infusion ports. Patient was receiving heparin so there was a scant about of blood loss from the disconnect thankfully it was caught fast enough by rn. Bodily or psychological injury resulting in minimal symptoms, loss of function, injury limited to additional treatment, monitoring, and/or increased length of stay."